Event description:
It was reported that the battery of this pacemaker decreased from 1.5 years remaining to elective replacement indicator (eri) status over the course of one year. Technical services was contacted and was unable to exclude premature battery depletion (pbd). At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this pacemaker decreased from 1.5 years remaining to elective replacement indicator (eri) status over the course of one year. Technical services was contacted and was unable to exclude premature battery depletion (pbd). At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.